Event description:
On (B)(6) 2009, the patient reported that he could see moisture in the cartridge compartment of the infusion device and there was pooled insulin at the bottom. He stated that when he changes the insulin cartridge, the plunger becomes stuck to the piston rod of the infusion device. He stated that he dries the cartridge compartment with a cotton swab when this occurs. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.